Event description:
It was reported by service report that the head and footend bolts were pulling out of brake cams. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results code - brake cam.